Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the patient's infusion device turned off and would not turn back on. Due to the power issue, the customer was unable to receive insulin administration through her infusion device. The patient experienced elevated blood glucose symptoms of nausea, blurry vision, and felt faint. The patient went to her doctor's office. It was reported that the doctor then transported the patient to the hospital. At the hospital, the patient received a blood glucose result of approximately 500 mg/dl. The hospital treated the patient with insulin administration and she was placed on "a drop". The patient was hospitalized for one day. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
At the hospital the customer was also treated with "dramin."